Event description:
It was reported that the device received a blower temperature high error message (error code 1122). It was unknown if the device was in clinical use at the time of the event. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer was advised to verify if the air inlet filter was dirty or blocked, verify that the cooling fan was operational. May need to replace the blower or the mc pcba. Further information is pending.

Manufacturer narrative:
The issue was resolved after replacing the blower motor per the good faith effort (gfe) response. No further issues were observed.